Event description:
It was reported that the user contacted support for assistance setting up a new ilet and successfully completed onboarding to bionic mode; the user had been experiencing high glucose after an older pump ceased to operate and had not reverted to alternative therapy, and the ilet provided high glucose alerts and began correcting during the call. Symptoms included thirst and sweating consistent with hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education completed during the call. Investigation of this case revealed no device malfunction; the high glucose was associated with lack of insulin delivery prior to ilet initiation, and the device functioned as designed once set up. It was concluded, based on previously established findings for similar reports, that user circumstances and therapy interruption before ilet use were the likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.